Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. The physician experienced difficulty removing the lead thus, opted to have it surgically abandoned. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, that portion of the lead was returned. Visual observation indicates that there were no anomalies noted in the returned section of lead body. The suture sleeve was found to be torn. No tests were performed. It was concluded that the field allegation was not confirmed.